Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received an (B)(6) report which indicated that the patient demonstrated a significant increase and power consumption, starting early on (B)(6) 2013, with concerns of pump thrombus. The report also stated that the patient expired. The attached user facility report (B)(4) was received from the (B)(6) registry.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. The attached user facility report (B)(4) was received from the (B)(6) registry.